Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct and update section h3. T25-00023.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual samples were evaluated by tc and reference photos were received. The needle was punctured through the catheter, 1.2mm from its tip. The catheter has been used since blood was confirmed using a test strip. Retention samples were visually inspected and confirmed free from needle stick out. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr5, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly through the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle sticking out. The assembled needle and catheter assembly undergo silicone coating that allows smooth penetration of the needle and catheter into the skin. The machine runs under validated parameters. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for needle stick out. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. Proper instruction for the usage of the IV catheter device including warnings, "if re-penetration is inevitable since vein cannot be secured or the catheter came off etc., use a new product [catheter may be stripped off or catheter may get damage]" is fully addressed in the instructions for use (IFU) indicated on the unit box. The catheter tube undergoes incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, we received a total of 2 complaints for the same issue. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the result of the investigation, the root cause of the problem could not be identified to be related to our product and production process. The needle sticking out was confirmed on the photo of the actual sample. A positive blood reaction is also confirmed indicating that the product has already been used. Most likely, the needle is reinserted into the tube during catheter placement. It is stated in our IFU that if re-penetration is performed the catheter may be stripped off or the catheter may be damaged. However, we have 100% visual inspections to trap needle stick out during the manufacturing process. The lot history file showed no non-conformity or any related problems that will affect the product quality. The retention samples were visually inspected and confirmed free from needle stick out. The problem is due to a user error. The tube could have been punctured by a needle which is only likely to happen if the needle is reinserted into the tube during catheter placement. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have routine inspections to check the condition of the products. W perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that a nurse discovered the catheter part at the needle tip of an sr catheter to be damaged upon opening the package. The product was not used, and other surflo products were utilized instead. The incident occurred intra operatively. Information received on 08 apr 2025: tc's evaluation of the actual sample confirmed that the product had been used, as blood was detected on the needle using a test strip. The catheter was found to be punctured by the inner needle approximately 1.2mm from the catheter tip, resulting in v-shaped damage.